Event description:
It was reported that patient presented in-clinic with no pacing support and slow heart rate. Device could not be interrogated. Multiple attempts at telemetry were unsuccessful. Patient has been lost to follow-up. Estimated device longevity did not meet the criteria for normal eri. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.